Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent and advised the caller on steps to take upon its arrival. The caller was instructed to allow the battery to deplete fully before returning the malfunctioning pump to tandem. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy.